Event description:
It was reported that during the implant procedure, the lead exhibited high impedance. The inner coils at the proximal portion of the lead appeared to be twisted. The lead was no longer used and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).